Manufacturer narrative:
Section e1: establishment name: social welfare corporation imperial gift foundation saiseikai branch yamaguchi prefecture saiseikai shimonoseki general hospital the cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. The customer presoaked the scope in detergent and the air/water nozzle was flushed with air and water during reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that zoom did not work smoothly due to damage to the zoom charge coupled device unit. It was also noted that the water tightness was lost due to deformation of the scope cover and the plastic distal end cover had a dent. The adhesive around the light guide lens and objective lens and on the bending section rubber had a white clouded area. There were scratches noted throughout the device and the universal cord had a wrinkle. The grip was shaved and switch 4 had wear. The scope connector, control unit and scope cover were dirty due to water leakage. The bending section rubber had a chip. The play of the up/down knob and bending angle in the up direction did not meet standard value due to wear of the angle wire. The control unit was damaged and switch 1 did not work due to damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had a malfunction of the zoom function. Inspection and testing of the returned device found that there was foreign material clogging the nozzle. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.